Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran low and that he had woken up to paramedics standing over him frequently enough that his doctor placed him on a different insulin. The blood glucose reading had been 64 mg/dl. The customer treated with food and juice. The insulin pump was not replaced or returned for analysis.